Manufacturer narrative:
The complaint for ¿lead migration¿ could not be confirmed through product analysis testing alone. As received the lead a did not reveal any anomaly and passed the test. The cause of the issue is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-01414. It was reported that the patient experience ineffective therapy. X-ray imaging revealed lead migration. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: h6 codes updated to reflect migration analysis. The complaint for ¿lead migration¿ could not be confirmed through product analysis testing alone. As received the lead a did not reveal any anomaly and passed the test. The cause of the issue is unknown.